Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient was admitted to a psychiatric hospital in 2014 and did not have their recharging equipment with them so the implantable neurostimulator (ins) had been depleted since 2014. The patient had a loss of therapy. The patient did not have a managing health care professional (hcp) and was looking for a hcp that took workman¿s compensation for the ins replacement. A listing of hcps was provided. Additional information received from the consumer indicated that the patient went into the hospital for 3 weeks in 2014 and did not bring a recharger to recharge the ins, and when they returned, they were unable to recharge the ins. The patient contacted their managing hcp, but they did not work with the stimulator anymore and they didn't find a doctor until 2016. The ins had not been charged for about 2016. The ins was replaced and the issue was resolved.